Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. During functional testing, the reported problem "repeats upstream occlusion" was not reproduced due a constant reload set error. A review of the event history log showed multiple occurrences of "upstream occlusion!" Alarms: however, the log cannot be used to determine testing failures. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was verified. The cause of the condition was determined to be the upstream sensor being out of specification. The ultrasonic sensor requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion repeatedly when there is none present. There was no patient involvement. No additional information is available. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.